Event description:
The customer reported that the machine stops and switched off at the end of a procedure with a pt. The doctor just made the last run. The pt did not suffer any injury as a result of this event.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.